Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient stated that their system controller started alarming with all the lights flashing. The patient checked the 14v batteries which were fully charged. The patient started to feel short of breath, and when the alarms wouldn't resolve the patient independently performed a controller exchange. Log files were submitted for review and captured some low voltage advisory events and a few random connect power events prior to the controller exchange on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller randomly alarming to power cable disconnect and low voltage advisory was confirmed, causing a system controller exchange was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review. A review of the submitted controller event log file contained data spanning approximately 3 days ((B)(6) 2025 to (B)(6) 2025 per the timestamps). Atypical intermittent power cable disconnect and low voltage advisory alarms were active throughout the entire log file due to invalid relative state of charge (rsoc) fault associated with both power cables being outside of the expected voltage range while connected to 14v batteries and the mobile power unit (mpu). The alarms were not associated with power source exchanges and cleared shortly after each time. The driveline was disconnected at 14:04:52 on (B)(6) 2025 consistent with a system controller exchange. There were no other notable alarms or events active. The pump maintained speed within the expected range throughout the log file while the driveline was connected. Multiple good faith efforts were sent to retrieve additional information regarding whether the alarms resolved following the system controller exchange, if any further troubleshooting was performed, if there was any adverse impact to the patient, if the shortness of breath resolved following the system controller exchange, and if any products would return for evaluation; however, to date, no response has been received. The root cause for the reported event was unable to be conclusively determined through analysis. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. D) section 2 ¿system operations¿ addresses how to properly exchange the system controller and how to properly maintain all components. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook (rev. A) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.